Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection (inj.) Vancomycin (1 gram stat) and inj. Tazopip (4.5 grams, twice per day) via intravenous route. The cause of peritonitis was unknown. Three days later, the patient was discharged from the hospital. The patient¿s outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.